Manufacturer narrative:
Reported event: customer reported a broken rail clamp. When placing on bed rail, the tightening screw broke. Device evaluation and results: device evaluation was performed and the rail clamp assembly event was confirmed. Device history review: review of the device history records indicate 25 devices were manufactured and inspected on 11-28-2016, they were accepted with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the rail clamp assembly. There has been three other events for the referenced lot number. Prs # (B)(4) were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: the rail clamp assembly showed a broken 210042 (rail clamp lower) part, which is a component of the 210040 rail clamp assembly. Over torqueing of the clamp screw cause the part to break. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Broken rail clamp. When placing on bed rail, the tightening screw broke. Tka procedure. Update: (B)(6) 09/20/2017. When was the issue noticed? Before, during or after? Before cutting skin. When they were setting up leg holder.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken rail clamp. When placing on bed rail, the tightening screw broke. Tka procedure. When was the issue noticed? Before, during or after? Before cutting skin. When they were setting up leg holder.